Event description:
During a routine angioplasty using a radial approach, a 3.5 x 18mm cypher stent was delivered to an rca lsion. As the cypher came out of the guide catheter the physician noted something wrong. He then retrieved the cypher into the guide catheter however; the stent became stuck and would not move. The physician attempted to move the stent back and forth but he noticed that the stent started to dislodge. A launcher 7f jr4 guiding catheter was isnerted through the femoral approach along with an athlete gt soft guide wire. The physician used the guidewire as a snare to retrieve the stent. The stent was successfully retrieved. The sds was removed from the pt's radial artery. A different 3.5 x 18mm cypher and a 3.5 x 23mm cypher stent were deployed successfully and the procedure was completed.